Manufacturer narrative:
Product analysis results: visual review confirms the inferior jaw is broken off at the pivot pin hole. Optical examination identified a quasi- brittle fracture, with no indication of fatigue. The location and amount of force required in order induce fracture of the shaft is consistent with overload. The broken-off portion of the shaft was not returned. After completed analysis, no evidence was found that would suggest a defect in design or manufacturing of the implant. The fracture of the jaw is consistent overload of the instrument. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intra-op, pituitary tooth broke while performing microdiscectomy. No fragment of the instrument remaining in the patient and no patient complications were reported.